Event description:
It was reported that the pump's usb port was loose, and the pump battery could not be charged properly without the customer tightening the screws, additionally the customer reverted to an alternate wall adapter and was able to successfully charge the pump. The customer's blood glucose level was 260 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.